Manufacturer narrative:
On 8/21/2019, mentor became aware that patient was presented with bilateral capsular contracture; baker grade IV. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent primary breast augmentation with a 275c mentor memorygel breast implant and was presented with bilateral capsular contracture; baker grade iii. As a result, the devices will be explanted, and replaced with same brand implants on (B)(6) 2019. This report is for the patient¿s left-sided device.